Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the peel away sheath broke on removal from the patient, the actual sheaths were discarded at the time and no pictures where taken. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful on this occasion."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with multiple findings. It cannot be determined if these findings are relevant to the reported event without the sample returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the peel away sheath broke on removal from the patient, the actual sheaths were discarded at the time and no pictures where taken. All parts of the sheath were removed, and no further medical intervention was required. PICC insertion was successful on this occasion."